Event description:
Event description guidant recieved information that the bipolar lead became dislodged from the right ventricle approximately five months post implant. The lead was explanted. A new lead was successfully implanted.